Event description:
The customer reported obtaining a false negative hbsag confirmatory result on a patient sample. A false negative hbsag confirmatory result may present a risk to public health. No results were reported and there was no report of patient harm as a result of this event.